Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys troponin t hs on two cobas e 801 analytical unit analyzers. Samples 1 and 2 are from the same patient. The first sample initially resulted in a troponin t value of 186 ng/l when tested on the first e801 analyzer. Another sample collected from the patient resulted in a troponin t value of 33 ng/l. As the value from the first sample did not match the patient's clinical picture, it was repeated on the second e801 analyzer, resulting in a value of 130 ng/l. The first sample was repeated again on the second e801 analyzer on (B)(6) 2024, resulting in a value of 27.9 ng/l. The second sample initially resulted in a troponin t value of 50 ng/l when tested on the first e801 analyzer on (B)(6) 2024. The sample was repeated on (B)(6) 2024, resulting in a value of 16.3 ng/l. The third sample initially resulted in a troponin t value of 40 ng/l when tested on the first e801 analyzer. Another sample collected from the patient resulted in a troponin t value of 11 ng/l. The third sample was then repeated, resulting in a value of around 9 ng/l. The fourth sample initially resulted in a troponin t value of 52 ng/l when tested on the first e801 analyzer. The sample was re-centrifuged and repeated, resulting in a value of < 3 ng/l. The first value was not reported outside of the laboratory.

Manufacturer narrative:
The first e801 analyzer serial number is (B)(6) . The second e801 analyzer serial number is (B)(6) . Calibration and controls were acceptable. A general reagent problem can be ruled out because qc prior to the event was within ranges. Upon review of the alarm trace, no relevant alarms were observed. The investigation is ongoing.

Manufacturer narrative:
The customer provided a corrected summary of the patients' results. For the first sample, the repeat troponin t value measured on the second e801 analyzer was 129 ng/l and not 130 ng/l. The other sample collected from this patient resulted in a troponin t value of 21.1 ng/l, not 33 ng/l. The second sample initially resulted in a troponin t value of 49.5 ng/l, not 50 ng/l. The fourth sample was tested on (B)(6) 2024. This sample initially resulted in a value of 52.2 ng/l, not 52 ng/l. This sample resulted in two repeat values of < 3 ng/l with a data flag after re-centrifugation. The fourth sample is from a 29 year old female patient. Calibration signals were within expectations. Quality controls were within range before the event. A general reagent problem was not present because the qc prior to the event was within ranges. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.